Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a cardiac tamponade and perforation. During a redo pulmonary vein isolation (pvi) ablation procedure, with an intellamap orion high resolution mapping catheter, an intellanav mifi open-irrigated ablation catheter, a dynamic xt electrode catheter and two non-boston scientific 8.5f sheaths, a perforation of left atrium near the base of the appendix occurred. Aspiration was not sufficient, so surgical intervention was required. The perforation closed and the patient was stabilized. It was suspected the intellanav mifi open-irrigated ablation catheter caused the tamponade as the puncture was found to be at the base of that appendage. Since the issue was noticed at the very end of the procedure, after cardioversion, it was considered less likely this was caused by the transeptal puncture. It was not known if it was due to hard pushing or too much ablation. The physician didn't note any resistance maneuvering any of catheters. All of the devices used were disposed of.

Event description:
It was reported that the patient experienced a cardiac tamponade and perforation. During a redo pulmonary vein isolation (pvi) ablation procedure, with an intellamap orion high resolution mapping catheter, an intellanav mifi open-irrigated ablation catheter, a dynamic xt electrode catheter and two non-boston scientific 8.5f sheaths, a perforation of left atrium near the base of the appendix occurred. Aspiration was not sufficient, so surgical intervention was required. The perforation closed and the patient was stabilized. It was suspected the intellanav mifi open-irrigated ablation catheter caused the tamponade as the puncture was found to be at the base of that appendage. Since the issue was noticed at the very end of the procedure, after cardioversion, it was considered less likely this was caused by the transeptal puncture. It was not known if it was due to hard pushing or too much ablation. The physician didn't note any resistance maneuvering any of catheters. All of the devices used were disposed of. It was further reported that the patient did not recover from the tamponade and passed away. No further information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues.